Event description:
It was reported that the bd syringe 10ml ll w/ndl 21x1 rb had leakage past the stopper. The following information was provided by the initial reporter: material # 309642 batch # 3264115 verbatim: rcc received a complaint via email. Email(s) attached. We have received a quality complaint on product sold to our customer. Please contact the customer and cc ****on any future communication. Injuries or adverse event: no item: 309642 quantity affected: (B)(4). Serial/lot number: (B)(6). (B)(4). Are any samples available for return? Yes. Reported issue: customer william harding called in to report the medication is leaking from the plunger, like it is not sealed correctly.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: samples were received by our quality team for evaluation. The samples were sent for testing and analysis and nine of them failed testing and had fluid past the front rib of the stopper; therefore, the reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause can be traced to the manufacturing process. Actions have been put in place to mitigate this failure. The reported batch (3264115) was manufactured prior to the implementation of the action plan. This incident has been added to our database of reported incidents.

Event description:
No additional information.